Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the device was explanted due to a suspected pump thrombus. The patient underwent a heart transplant. No further information was provided.

Manufacturer narrative:
Section d4 & h4: additional information: manufacturer's investigation conclusion: the report of suspected pump thrombosis was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). (B)(6) was returned assembled with the driveline severed approximately 2¿ from the pump housing. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was attached to the pump¿s inlet port. The outlet elbow and graft attachment were attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were returned separate from each other and detached from the device. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured thrombus formations or depositions. Upon disassembly of the pump body, examination of the distal side of the inlet stator and rotor inlet section revealed red, ring-shaped thrombus formations adhered around the inlet bearing cup and inlet bearing ball. Areas of the depositions appeared hard and denatured, as well as slightly laminated, indicating that they developed in this location over an undetermined amount of time while the pump was operating. The depositions had a similar structure and appearance indicating that they likely formed together and were pulled apart during pump disassembly. The remaining blood-contacting surfaces revealed no evidence of denatured or laminated depositions or thrombus formations. A specific cause for the formation of the observed thrombi could not be conclusively determined through this evaluation. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. This IFU lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system in section 1, ¿introduction¿. This section also provides an explanation of each pump¿s parameters. Section 6, ¿patient care and management¿ outlines indications of pump thrombosis and how to respond to such events. Section 6 also outlines the suggested anticoagulation therapy and inr range during use of the heartmate ii lvas under ¿anticoagulation¿. No further information was provided. The manufacturer is closing the file on this event.